Event description:
Unomedical reference number (B)(4). Event occurred in spain, it was reported that on (B)(6) 2024 the patient had developed nodules at previous puncture sites. These nodules were described as not large and initially reddened, though the redness subsided after a few days. The patient was using topical methyl-prednisone as prescribed by their physician to treat these nodules. The speaker (likely a healthcare professional) had explained the drawbacks of long-term corticosteroid use and had provided information about new puncture areas. No further information available.